Event description:
The customer reported that they were having image quality issues. The problem occurred during procedures, but the customer was able to continue with the procedures. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.